Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 0269071. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the package seal integrity was found to be compromised. It is possible that the package damaged resulted from an issue with jams in the multivac machinery. This type of defect could cause contamination from the trim catching with the machinery chains.

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% experienced damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: we are sorting the lot. Syringes with glued edge, open seal, burnt seal. Sorting in progress.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% experienced damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: we are sorting the lot. Syringes with glued edge, open seal, burnt seal. Sorting in progress.